Event description:
It was further reported that at the time of the index procedure in (B)(4) 2011 lesion 2, which was located in the proximal right coronary artery had a possible thrombus.

Event description:
(B)(4) clinical study. Same case as 2134265-2012-04819. It was reported that following a coronary artery stenting treatment procedure the patient expired. In (B)(6) 2011 the patient presented to the emergency room with chest discomfort and light headedness. The patient was noted to have st segment elevation inferiorly. The patient was diagnosed with myocardial infarction and cardiac catheterization was recommended. Lesion 1 was located in the proximal left anterior descending artery with 90% stenosis and was 12 mm long with a reference vessel diameter of 3.2 mm. The physician treated the lesion with direct stent placement using a 3.50 x 16 mm taxus liberte stent. Following post-dilatation residual stenosis was 0%. Lesion 2 was located in the proximal right coronary artery with 90% stenosis and was 20 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with direct stent placement using a 2.75 x 24 mm taxus liberte stent. Following post-dilatation residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented to the emergency room with shortness of breath in an unresponsive state. The patient was diagnosed with cardiac arrest. Ventricular fibrillation was noted and the patient was defibrillated. Eventually, no pulse was detected and patient's condition deteriorated. Considering the patient's multiple comorbidities, CPR was terminated and no further resuscitation was done. The subject died due to cardiac arrest.

Event description:
It was further reported that lesion 2 in the proximal right coronary artery was treated with stent placement using a 2.75 x 24 mm taxus liberte stent. Following post-dilatation residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented to the emergency room with shortness of breath.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Device is a combination product it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).